Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned any unused product for eval at the time of this report.

Event description:
Consumer's daughter removed a tampon and the tampon came apart inside her. Some tampon pieces remained inside. This is a non-us product malfunction. This event occurred in (B)(6).